Event description:
A false positive advia centaur troponin ultra result was obtained by the customer on a test result when run in duplicate. Repeat testing was performed and the results were negative. There was no known report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
The cause for the discordant advia centaur result is unknown. The customer quality control results were within acceptable limits. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.